Event description:
A complaint of infection at the pocket site was reported. The patient's implant and lead extension were explanted as a result of the infection.

Manufacturer narrative:
All devices were discarded by the medical facility.